Event description:
The clinician reported almost 1 month after the dental implant was placed in ada site 11 in the mouth, the implant did not integrate in type iii bone. Clinician noted the patient's subacute chronic osteomyelitis, mobility, bleeding, swelling and poor bone quality/ quantity. The product will be forwarded to the manufacturer for investigation. There were no reported post-op complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015.

Manufacturer narrative:
Additional patient code for f10: 2104. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported almost 1 month after the dental implant was placed in ada site 11 in the mouth, the implant did not integrate in type iii bone. Clinician noted the patient's subacute chronic "osteomyletis", mobility, bleeding, swelling and poor bone quality/ quantity. The product will be forwarded to the manufacturer for investigation. There were no reported post-op complications.